Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge did not open. The customer reported that the refrigerator could not be opened due to a lock and was unsure whether it was controlled by smart remote manager or remote manager. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator did not open. A field service engineer inspected the remote manager component, and the latch was found to be malfunctioning. The latch was replaced with a new one, and the harness cable was secured to the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.